Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up. Post paced t wave oversensing on ventricular lead was observed. Programming changes were recommended. Device remains implanted.

Event description:
New information received indicated that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were made.